Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the pump is only showing partial display, missing segments. Customer used a new fully charged battery and did not fix problem. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test and displacement test. No missing segments or partial display during testing. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, broken belt clip rails, end cap address label missing, cracked retainer, serial number label fading and minor scratched lcd window.